Event description:
On (B)(6) 2015 patient's wife reports patient lit a cigarette with oxygen on via nasal canula and it flamed up, burning the patient's face. 911 was called and patient was transported to ER and treated for first degree burns and soot to his face, assessment complete at ER and patient released to return home with no further treatment. (B)(6) 2015 primary vitas hospice rn visits patient and notes singed skin to forehead dusky in color approximately 2-3 inches in length. Bilateral cheeks are red with top layer of skin missing about quarter size to each side. Tip of nose, surrounding nares is also reddened with layer of skin removed. Nasal hair as well as facial beard hair is singed. Vitas orders silvadene ointment twice daily to affected area until resolved, patient is already on prednisone 10 mg per day, this is increased to 20mg twice per day for 3 days, then 10 mg twice per day for an additional 3 days then resume 10 mg daily. Aterial blood gas lab drawn while at ER (B)(6) 2015.

Manufacturer narrative:
(B)(6) 2015. Should additional information become available, a supplemental record will be filed.